Event description:
Bed had both siderails on left side that would not latch in the raised position.

Manufacturer narrative:
Tech I lubricated both latches with a light oil (repaired). Also did function check to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.